Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) due to a shock. The cardiac resynchronization therapy defibrillator (crt-d) had detected ventricular fibrillation (vf) episodes and delivered therapy however it was noted atrial tachycardia/atrial fibrillation (at/af) episodes were in progress at the time and it was unclear if the detection was accurate or if rapid ventricular response occurred. Additionally, the right atrial lead was undersensing, as noted on stored at/af episodes. The device and lead remain in use. No further patient complications have been reported as a result of this event.